Manufacturer narrative:
Additional information: section d4 (device expiry date) & h4 (device mfg date) were updated based on the retunred product download. Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. An extended investigation was conducted and sensor was de-cased. The returned battery was measured to be within specification. Visual inspection was performed on the unit printed circuit board assembly (pcba), observed that the sensor¿s connector and antenna had been damage due to de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. The antenna was damaged, unable to reprogram the sensor to perform the accuracy testing. Adc is unable to perform further testing at this time due to damage during de-casing. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The DHR for the libre sensor and sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified sensor error message from the adc device. The customer felt sweaty and was unable to speak, experiencing seizure and loss of consciousness. The customer was treated with glucagon injection admininstered by spouse. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported receiving an unspecified sensor error message from the adc device. The customer felt sweaty and was unable to speak, experiencing seizure and loss of consciousness. The customer was treated with glucagon injection admininstered by spouse. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.